Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the device revealed the shaft of the handle was separated from the awl-blade. The t-handle is badly bent and shows marks of misuse on the top of the t-bar which points to the fact that a hammer was use on instrument to propel it forward. The microscopic view of the laser weld shows that the weld-connection between the parts met the specification at the rime of manufacturing. The breakage was caused due to mishandling and hence broke due to mechanical overloading. No product or material related condition was found. The investigation determined this complaint to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The femur awl broke inside patient¿s trochanter. Surgeon found that the patient bone quality is quite hard. Therefore, he used slight knock onto the bone. Thereafter the awl broke into three parts. All parts were retrieved. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.